Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. The device was explanted for normal battery depletion and no allegation against the device. Pacing, sensing, and shocking functions were verified per bench top testing. Further, the device was tested for potential leakage in the battery bypass capacitors and found that the device was drawing higher than normal current. The device was clinically out of specifications.